Event description:
Draeger medical systems, inc. Has received information from a customer that an adverse event occurred which involved our delta xl monitor networked to our multiview workstation. The customer reported that at 7.42 pm, the patient got out of bed and the ECG lead set disconnected from the multimed pod. The customer indicated that the delta xl monitor and the multiview workstation (mvws) audibly and visually alarmed for an "ECG leads invalid" advisory alarm. The nursing staff was also alerted remotely on another monitor of the advisory alarm. In addition, the arterial line that was inserted in the patient was dislodged and the patient started to bleed out, the patient apparently then went into cardiac arrest. The patient was revived, but expired after several days.